Event description:
As reported, after the optease vena cava filter was placed in the patient's body, it could not be fully expanded. The filter was taken it out directly and replaced with a new unknown filter to complete the operation. There was no reported patient injury. The indication for filter insertion was dvt. Thrombus was not present at the delivery site. Anticoagulation therapy was given. The patient did not have contraindication for anticoagulation. Pre/post imaging was completed. The size and shape of the vena cava was normal. The size was measured. The thermal indicator had not been activated. There were no acute bends, tortuosity, calcification, thrombosis or stenosis. There was no difficulty or resistance/friction experienced while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction experienced while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The entire filter was under expanded. There are no procedural films available. The product is not expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the optease vena cava filter was placed in the patient's body, it could not be fully expanded. The filter was taken it out directly and replaced with a new unknown filter to complete the operation. There was no reported patient injury. The indication for filter insertion was deep vein thrombosis. Thrombus was not present at the delivery site. Anticoagulation therapy was given. The patient did not have contraindication for anticoagulation. Pre/post imaging was completed. The size and shape of the vena cava was normal. The size was measured. The thermal indicator had not been activated. There were no acute bends, tortuosity, calcification, thrombosis or stenosis. There was no difficulty or resistance/friction experienced while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction experienced while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The entire filter was under expanded. There are no procedural films available. The product is not expected to be returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot 18041433 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device, or procedural films to review, the reported ¿filter- incomplete expansion¿ cannot be confirmed. According to the instructions for use (IFU), the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. During deployment, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. Given the limited information provided and without the return of the device or procedural images available for review it is not possible to determine what factors may have contributed to the difficulty encountered by the customer. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.